Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver logs were unable to download as the receiver would not turn on. The receiver functional testing was attempted but could not be performed.the receiver case was opened for further evaluation and internal visual inspection and it failed. A defective battery with a crack controller chip was observed. The reported event that the receiver ceased to function was confirmed during testing and interior inspection. The root cause was determined to be a defective battery.